Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device displayed a "cable fault" message and two unknown faults; "error code 68" and "error code 73" messages. Complainant indicated that the clinician powered the device down and powered it back on three times. The same error messages displayed all three times. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.